Event description:
Information received by medtronic indicated that the user received system notice message 12211 (the system does not recognize the catheter). The catheter was replaced and the cryoablation procedure was completed. There were no patient symptoms or complications related to the event. Reportable based on analysis completed 01/28/2015.

Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The reported issue has been confirmed through testing. The catheter failed the returned product inspection due to a broken tc wire in the handle.